Manufacturer narrative:
This report is associated with (B)(4) polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Accidental device ingestion [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. Concurrent medical conditions included hypertension, diabetes and prostatic disorder. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. Gsk medical assessment revealed that polident denture adhesive cream was suspected to be a contributory cause of the incident. The event did not lead to a serious outcome. Additional details: concurrent disease: hypertension, diabetes and prostatic disease concomitant medicine/drug: medicines for hypertension, diabetes and prostatic disease treatment received: no. Diagnostic test received: no. Hcp consultant: no. This case was reported from a consumer via call center representative on (B)(6) 2016. The male consumer (B)(6) reported that he has used polident denture adhesive cream since 3-4 months to keep the denture firmly and improve the denture fit which has been applied to 3 parts of the denture. He has taken anti-hypertensive drug and anti-diabetes drug once a day after breakfast and taken the medicine for prostatic disease once at night before sleep. He reported that he started to use polident denture adhesive cream 3-4 months ago and he has swallowed the product at a small amount because the product was not left on his denture when he took his denture. No symptom accompanied in this case so follow-up information will not be obtained.